Manufacturer narrative:
The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. A diagnostics evaluation was performed. Attached device to patient analyzer. The fse was unable to replicate the reported failure. The fse verified that they were able to obtain a 12 lead reading and that there were no noted issues with the cables, connections, or lead wires that could have caused or contributed to the original allegation. Checked logs for errors; none found. Ran operational check successfully. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device is unable to capture its 12-lead ECG. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.